Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. Several attempts were made to follow up with the physician's office for information related to the alleged issues, but these attempts were unsuccessful. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Technical solutions was contacted by a patient to inquire about how they can have their pump turned off. The patient stated that they were put into withdrawal because their pain management doctor did not know how to turn their pump off. Technical solutions contacted the patient and explained that the pump can be shut off by programming a 0 mg/day flow rate or draining the pump reservoir. The patient then reported that their pump had been filled with saline and turned to 0mg/day, but they want "all medication" out of the pump and catheter. The patient also stated that they are planning on having their pump explanted soon due to several past malfunctions. The patient claimed that the first pump malfunction caused a brain injury, and that the second malfunction caused them to be hospitalized and have central sleep apnea. The patient did not have any more details on the alleged malfunctions. The patient did not know the medication that was in their pump at any time.